Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with battery. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Data analysis: (B)(6) 2015 daily insulin total = 34.975u, (B)(6) 2015 daily insulin total = 43.975u, (B)(6) 2015 daily insulin total = 41.875u, (B)(6) 2015 daily insulin total = 57.075u, (B)(6) 2015 daily insulin total = 50.575u, (B)(6) 2015 daily insulin total = 32.075u and (B)(6) 2015 daily insulin total = 30.675u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The caller also reported the customer was hospitalized on (B)(6) 2015 before passing away. The customer's blood glucose was unknown at the time of death. The cause of the customer's death was unknown at the time of the call. It was reported the customer experienced mass confusion and excessive amount of calcium in their body before passing away. It was also found the customer's blood glucose rose to 500 mg/dl during their hospitalization. The caller reported the customer was using sensors, but was not wearing one at the time of death. It was also reported the customer was not wearing the insulin pump at the time of passing. The caller reported the insulin pump was removed from the customer's body by emergency workers four days before their passing. The caller agreed to return the insulin pump for analysis.